Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today?

Event description:
It was reported that during the orthopedic procedure, performed on (B)(6) 2017, when the topical skin adhesive was used on the patient, the physician assistant went to break the ampule and a glass fragment poked through the device and stabbed the pa. There were no adverse consequences for the patient reported. Additional information has been requested.

Manufacturer narrative:
Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿